Event description:
It was reported that during an unk procedure, the device would not close after firing. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips and then, it locked out as intended. It could not be determined what may have caused the found condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.